Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella 5.5 was inserted via the right subclavian axillary artery in a 65-year-old male patient for cardiomyopathy. The patient's comorbidities were not reported. The patient's clinical state prior to initiation of support was reported as society for cardiovascular angiography and interventions (scai) shock stage e. During support, episodes of ventricular tachycardia (vt) were reported. However, vt was documented prior to impella 5.5 insertion. Device positioning was optimized, antiarrhythmic therapy was adjusted, and dobutamine was weaned, with subsequent improvement in the reported vt. The impella 5.5 functioned as intended throughout the event with no reported alarms, interruption in support, or device malfunction. The reported vt is most consistent with the patient's underlying cardiomyopathy and pre-existing arrhythmia, as it was present prior to impella 5.5 support. Improvement following device position optimization and medical management further supports a multifactorial etiology. The patient remains on support and the outcome is ongoing.